Manufacturer narrative:
Please review attached for investigation results.

Event description:
It was reported that a knee revision was performed due to disassociation of the insert.

Manufacturer narrative:
[(B)(4)].